Manufacturer narrative:
Section a4, a5: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between 11/06/2023-2/26/2024. Section e1 : (B)(6). Section h3 other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2138 diplopia, 2138 unexpected postop refraction. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded monofocal intraocular lens (iol) is more myopic than patient's preference. The patient experienced blurry and double vision, therefore, the iol was explanted from the patient's left eye. Through follow up, it was learned another johnson & johnson lens, model dib00 19.0 diopter was implanted as a replacement. There was no medical or surgical intervention outside standard of care required. The patient is doing fine post-surgery. The iol is not available for return. No further information was provided.